Event description:
It was reported from austria that the air reamer drill device was ¿airtight¿ and did not have enough power. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays to the planned surgical procedure as a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor power was too low, motor was worn, bearing was broken, gear-bearing was broken and the housing was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.